Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. When the device was received from the third party service center, the detachable battery cable was found to be disconnected from the power supply, not allowing the device to operate on ac power or to charge its batteries. The detachable battery cable was reconnected to the power supply at address the issue. During the evaluation of the device, "service required" codes were found in the ventilator's download error log. The device's sensor board was replaced to address the issues.

Event description:
The manufacturer received information from a third party service center alleging a ventilator was not charging its batteries. There was no harm or injury reported.